Event description:
It was reported that during device change out for normal eri, the physician had difficultly removing the ventricular pace-sense terminal pin from the device header. The lead was able to be removed after silicone oil and a lead tool were used.

Manufacturer narrative:
Analysis did not confirm the set screw anomaly. Upon receipt, the v is-1 septa and set screws were noted to be removed and the septa damaged. Silicone or septa material in the set screw hex cavities may have prevented full insertion of the torque driver. Due to the standard decontamination process, any foreign material present within the set screw hex cavities were removed before inspection. Test leads were inserted into the device header and were able to be properly secured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.